Event description:
It was initially reported that the patient had high impedance. The patient has been referred for x-rays but the x-rays have not been provided to the manufacturer for review. There has been no reported trauma or falls. The patient did have a recent generator replacement. The patient underwent surgery to for the high impedance and the high impedance was confirmed prior to the start of the surgery. The surgeon explanted the generator and removed the lead pin, cleaned the lead pin off and reinserted it. Diagnostics were run and were within normal limits. The generator was then re-implanted in the patient and diagnostics were run and were still within normal limits. Good faith attempts for additional information have been unsuccessful to date. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution.

Event description:
X-rays were received by the manufacturer for evaluation. Based on the x-ray received the lead not being fully inserted in to the connector block may be a reason for the high impedance. Based on the x-ray received there was nothing seen that would indicate there was any damage to the generator or lead however the presence of a microfracture in the lead cannot be ruled out. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.